Event description:
It was reported that the patient with this right ventricular (rv) lead reported muscle stimulation when receiving pacing. A chest x-ray revealed a dislodgment and it was believed the patient presented with twiddler syndrome based on the results of the x-ray. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to disable tachy therapy. This lead was subsequently repositioned. No additional adverse patient effects were reported. This device remains in service. Additional information was later received that this rv lead was involved in inappropriate shocks and anti-tachycardia pacing (atp) due to oversensing. Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. X-ray imaging confirmed that this lead once again dislodged, along with the other two system leads. Revision and replacement with a single lead system was planned at a future date. This lead remains in service. It was subsequently reported that this lead and all the associated system cardiac resynchronization therapy defibrillator (crt-d) system was explanted without replacement. Other than the intervention no adverse outcomes were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Dried body fluid and tissue were noted in the helix housing. Microscopic inspections of the terminal pin assembly and lead body, found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported muscle stimulation when receiving pacing. A chest x-ray revealed a dislodgment and it was believed the patient presented with twiddler syndrome based on the results of the x-ray. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to disable tachy therapy. This lead was subsequently repositioned. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported muscle stimulation when receiving pacing. A chest x-ray revealed a dislodgment and it was believed the patient presented with twiddler syndrome based on the results of the x-ray. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to disable tachy therapy. This lead was subsequently repositioned. No additional adverse patient effects were reported. This device remains in service. Additional information was later received that this rv lead was involved in inappropriate shocks and anti-tachycardia pacing (atp) due to oversensing. Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. X-ray imaging confirmed that this lead once again dislodged, along with the other two system leads. Revision and replacement with a single lead system was planned at a future date. This lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported muscle stimulation when receiving pacing. A chest x-ray revealed a dislodgment and it was believed the patient presented with twiddler syndrome based on the results of the x-ray. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to disable tachy therapy and a lead revision was anticipated. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported muscle stimulation when receiving pacing. A chest x-ray revealed a dislodgment and it was believed the patient presented with twiddler syndrome based on the results of the x-ray. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to disable tachy therapy. This lead was subsequently repositioned. No additional adverse patient effects were reported. This device remains in service. Additional information was later received that this rv lead was involved in inappropriate shocks and anti-tachycardia pacing (atp) due to oversensing. Boston scientific technical services (ts) was consulted and upon further review of the episode, noted biventricular (biv) trigger pacing on p waves. Additionally, pace and shock impedance measurements were noted to increase as well as right ventricular (rv) lead capture thresholds. X-ray imaging confirmed that this lead once again dislodged, along with the other two system leads. Revision and replacement with a single lead system was planned at a future date. This lead remains in service. It was subsequently reported that this lead and all the associated system cardiac resynchronization therapy defibrillator (crt-d) system was explanted without replacement. Other than the intervention no adverse outcomes were reported.